Event description:
The healthcare provider (hcp) reported that the patient was exhibiting an increase in tremor. The hcp could not say when it started since the patient had memory issues. The impedance was greater than 2,000 ohms from 8 to 10 micro-amperes when running at 1.50 volts. They were still greater than 2,000 ohms from 12 to 15 micro-amperes when running at 3.0 volts. The combinations of 1 <(>&<)> 2 and 2 <(>&<)> 3 were within limits at 16 micro-amperes. Previous impedance tests showed the impedances within normal limits. There were no reported falls or trauma. The patient's indication(s) for use were essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.